Event description:
It was reported that following a non-device related surgery, the patient was unable to communicate with the implantable pulse generator (ipg), and subsequently experienced loss of stimulation. The patient underwent a revision procedure where the ipg was replaced. Post operatively, the patient was doing well. The explanted ipg will not be returned as it was disposed by the medical facility.